Event description:
It was reported that patient has history of previous hip replacement procedures with revisions due to chronic dislocation. During revision surgery, physician attempted to install custom constrained modular head and liner components in conjunction with the existing prosthesis. When placed, patient's hip continued dislocating during intraoperative trailing process. A procedural delay of thirty to forty minutes was reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. The following user facility information is available: dimensional evaluation of modular head component did not identify any non-conformance.